Manufacturer narrative:
Corrected data. D4 - additional device information. D6a - date of implant.

Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and ineffective stimulation.